Event description:
A ventilator was returned to the manufacturer for a periodic maintenance 2. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" alarm sounded. The error was conformed on the event log. The technician recommended replacing the device's oxygen blender circuit board to address the issue. No further investigation is required at this time. Additionally, a periodic maintenance 2 was performed. The device's trilogy o2 pm1 kit, exhaust fan assembly, and 43-micron filter were replaced to prevent failure. The technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly. Software version was checked (ver.14.1.03).